Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak, aneurysm enlargement, and surgical conversion.¿ per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The following literature was reviewed by gore: ¿three cases which underwent endograft relining using excluder to treat aneurysm enlargement after evar¿, yusuke imaeda, et al., journal of japanese society for vascular surgery, 2020: 29(suppl.) P.p8-1. Case 3: on an unknown date in 2007, the patient underwent endovascular aortic repair using non-gore manufactured stent grafts. On (B)(6) 2017, a computed tomography (CT) scan reportedly showed a suspected a type iiib endoleak. On the same day, a gore® excluder® aaa endoprosthesis was implanted to reline the previously implanted devices. On (B)(6) 2017, a follow-up CT scan reportedly identified a type ii endoleak originating from a lumbar artery, and aneurysm enlargement (amount unknown). The physician suggested that the type ii endoleak occurred because of a pressure change in the aneurysm due to implantation of the gore® excluder® device. On an unknown date in (B)(6) 2017, aneurysm enlargement was observed. Embolization of the lumbar artery was planned, but the aneurysm reportedly ruptured the day before the procedure could be performed. An emergency open surgery was performed, and a hemostasis and aneurysmorrhaphy were performed. The type ii endoleak was not addressed during this procedure. On an unknown date in (B)(6) 2017, the lumbar artery was embolized. On an unknown date in (B)(6) 2019, the patient moved reportedly moved and was lost to follow up. For cases 1 and 2, there were no issues related to gore devices.